Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
A mother reported that her son experienced a second degree chemical burn from wearing the goodnites night time underwear. Everywhere the product touched his skin turned red and after overnight use, his skin became more red and blistered and bled. She took him to the walk-in-clinic. The provider at the clinic recommended she use desitin and diagnosed him with a chemical burn. They went home and desitin was applied. They also stopped using the product. Two hours after arriving home, the blisters worsened and the skin on his bottom was completely gone, he had pain and a fever. She then took him to children's hospital. From children's hospital he was transported via ambulance to a burn unit where he was diagnosed with second degree chemical burns and was admitted for three days. While admitted to the burn unit, he was put under IV anesthesia for a surgical scrub down in the operating room. Treatments were also done with silvadene sheets to care for the burns. He received pain medication and was prescribed a cream that was applied to the burns. Her son was released from the hospital and was home and feeling better. He had a follow up appointment with the burn unit and it was confirmed he is doing better. He was no longer blistered and burns were healing. They will follow up again with the burn unit.